Manufacturer narrative:
Batch review performed on 09 october 2018. Lot 177430: (B)(4) items manufactured and released on 02 february 2018. Expiration date: 2023-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed three months after primary surgery due to signs of infection. The surgeon washed out the knee and swapped the poly.